Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during an orthopaedic case, the tip came off of a 4mm tomcat scope right by the teeth causing an hour delay. Cr came to do an x-ray to get the tip out, tip was retrieved using a barrel bur. Then the barrel bur also had a tip break with no delay. Both pieces were retrieved.

Manufacturer narrative:
The cutter was visually inspected for damages, and the distal tip of the inner cutter has broken off. The broken tip was received with the complaint. The outer distal tip is bent out of shape. Unable to perform a functional inspection due to the broken tip. The probable root causes could: be excessive force applied by the user, shaver blade comes in contact with a metal object (i.e. Scope), poor or no suction, or debris got caught in the cutting window. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during an orthopaedic case, the tip came off of a 4mm tomcat scope right by the teeth causing an hour delay. Cr came to do an x-ray to get the tip out, tip was retrieved using a barrel bur. Then the barrel bur also had a tip break with no delay. Both pieces were retrieved.